Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Unable to perform DHR check due to an unknown lot number. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use an syringe w/needle the i.v shields and/or protective cap comes off letting needle exposed (applicable for product packed in bulk) clean needle stick/injury. The following information was provided by the initial reporter: the tubing cap was off, the safety was triggered, and the needle was half retracted while they were still in the package.